Event description:
Pump was reported to be involved in a patient incident. Biomed was only able to state that it was an overinfusion and that there was no negative patient outcome. Biomed was not able to provide any specific details regarding patient information, type of medication, flow rate and whether or not medical intervention was needed. The pump has been tested by biomed and was found to be within specifications. The facility is suspicious regarding whether a family member may have changed the settings on the pump, since they think the pump may have changed from a primary rate to a higher secondary rate. The facility does not suspect there is any problem with the pump, but per hospital policy is not willing to release the device for evaluation. The facility's risk manager has been contacted in an attempt to gain additional details related to this report, but no additional details have been obtained to date.